Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and heart attack. The customer was release to the hospital on (B)(6) 2016. The customer was not wearing the pump at the of emergency room visit up to (B)(6) 2016. The customer was advised that pump will be replaced.